Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. Should further relevant info become available, a supplemental medwatch report will be filed.

Event description:
It was reported that during a coronary drug eluting stenting treatment procedure that, the physician was unable to cross the lesion and that stent damage was observed. The physician attempted to advance a 3.0x16mm taxus express2 drug eluting stent to the left anterior descending (lad) artery. The lesion was both "difficult" and calcified. The physician was unable to cross the lesion with the stent, and reported that a strut was raised on the stent. The physician then predilated the artery with a maverick balloon and completed the procedure with another taxus stent of the same size. There were no pt complications reported.